Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia / long menstruation") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical polyp and endometritis postpartum. On (B)(6) 2010, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and abdominal distension ("bloating"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced weight increased ("weight gain") and complication of device insertion ("unsuccessful essure placement on (B)(6) 2009"). The patient was treated with surgery (hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, nausea, fatigue and abdominal distension had resolved, the menorrhagia was resolving and the weight increased, vaginal haemorrhage and complication of device insertion outcome was unknown. The reporter considered abdominal distension, complication of device insertion, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received - reporters, date of birth, essure indication, date of insertion and removal, events pain, dysmenorrhea (cramping), nausea, fatigue, and bloating added. Previous event abnormal bleeding updated to abnormal bleeding (vaginal, menorrhagia). Outcome of events updated. She had a hysterectomy to remove essure and ablation due to menorrhagia. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure ). Essure was removed in 2011. At the time of the report, the pain, genital haemorrhage and weight increased outcome was unknown. The reporter considered genital haemorrhage, pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.